Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c4tr01 implantable pulse generator (ipg) (B)(6) 2011; 5076 x2 implantable pacing leads (B)(6) 2010. (B)(4).

Event description:
Further information was received which indicates the patient continues to experience some diaphragmatic stimulation; however the episodes are less frequent.

Event description:
It was reported the patient experienced a recurrent sensation on the left abdomen that felt "like something pushing out" while lying down or sitting in a recliner. The amplitude on the left ventricular lead was decreased. The lead remains in use. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.